Event description:
It was reported that the patient¿s blood glucose rose to 248 mg/dl after dinner, and the event was attributed to an incorrect meal announcement size that did not cover the carbohydrate intake, consistent with a user procedure/use error related to the user interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem, specifically improper or incorrect procedure or method, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.